Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure, the screwdriver was broken. No additional information about the event is available. Device will be returned for investigation. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained screwdriver shows that the tip is worn out and the cardon joint is broken off. We cannot determine the exact root cause of this complaint. It is likely that during frequently use, simply too much force well beyond its calculated design was applied and caused the happening. Further investigation regarding the manufacturing documents show conformity to the specification. Because of damage the relevant and significant characteristics like dimensions and functions could not checked / measured. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.